Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead experienced dislodgement. A surgical intervention was required to resolve the issue. The ra lead was repositioned and remains active. No additional adverse patient effects were reported.